Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined there was e315r scope error code due to faulty charged coupled device (ccd). In addition, it was noted the unit was repaired by 3rd party. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had an e315r scope error code during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e315 due to a faulty charge-coupled device. The specific root cause of the charge -coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.